Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported on a patient with an impella due to high risk cardiac procedure. During support, there was an air in purge alarm and impella was de-aired. However, alarm did not resolve. Purge cassette change resolved alarm. The patient survived the procedure.